Event description:
It was reported that no stimulation sensation occurred and the device system was not working. The system used to function on one program for approximately 3 weeks and then for the last 2 weeks it did not function at all. The patient visited their healthcare provider (hcp) and the hcp suggested a revision or having the device explanted. The patient was considering explanting the device because she had a bulging disk in her back and thought that the lead caused increased pain and back spasms. The patient also had pelvic pain dysfunction and had gone to therapy where they wanted to do diathermy. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received noted that the cause of event was: ins, patient discomfort with ipg and poor clinical efficacy. Explant occurred. Signs/symptoms included pain and poor clinical efficacy. Hospitalization was not required. Patient outcome was non-serious injury/illness.

Manufacturer narrative:
Patient programmer: model 3037, (B)(4), implanted: na, explanted: na; lead: model 3093, lot # v728411, implanted: (B)(6) 2011, explanted: unk.

Event description:
Additional information received reported the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. The stimulation quit working about a month ago. The patient reported never having success with any of the numerous program settings. The battery also caused the patient pain. The patient had an appointment with their healthcare provider on 2011-(B)(6).